Manufacturer narrative:
Retained lots will be tested for obstructed flow issue. Lot production records have also been provided to show initial testing at time of production.

Event description:
Ongoing issue w/ pen needle, either blocked and don't dispense insulin, or the needle part is missing on others - multiple per box.